Event description:
A mva, motor vehicle accident, victim presented to ER, emergency room. The patient was intubated because of difficulty breathing. The patient extubated. A percutaneous tracheostomy was inserted because the patient could not tolerate being extubated and had a difficult airway due to previous radiation therapy. The patient was given ancef. The patient also had an IV running at 75 ml/hr into a huber needle. Following the ancef therapy the patient was transferred to another room. The nurse checked the patient and was found to be alert and comfortable. A respiratory therapist checked the patient and charted that the trach cuff was down and the pilot balloon deflated. Later the patient's companion reported that the patient was having difficulty breathing. The nurse confirmed that the patient was in respiratory distress. The nurse attempted to suction the patient and could not advance the suction catheter. The trach tube's inner cannula was removed and another attempt was made to suction the patient. The suction catheter still could not be advanced. The patient became cyanotic and a code initiated. Suddenly the patient took a deep breath and coughed up a quantity of clear fluid. It was discovered that the patient's IV line had been inadvertently connected to the trach cuff's pilot balloon. The patient immediately improved and there were no sequelae. The patient had a history of disconnecting the IV line so that patient could ambulate and then reconnecting it even though patient had been warned not to. The trach tube was removed three days following the event. Inspection of the tube showed a large rent in the trach cuff.